Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's husband reported via phone call that there is physical damage to the insulin pump; the reservoir compartment lip was broken and a reservoir o-ring was missing. The patient's blood glucose at the time of incident was 480 mg/dl, which was treated via manual insulin injection. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. However, a bent infusion set cannula was noted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.